Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that at start up the programmer freezes. The programmer did not boot up during the incoming inspection, errors codes were found in the log file . The software was reinstalled and updated to the latest version. It was also determined at analysis that the stylus was not working, and the cooling fan was noisy. The rear display cover was broken, and the bullet assay was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that after starting up the programmer it was freezing. It was further reported that the programmer was returned for service, the programmer subsequently tested out of specification during manufacturer's analysis.. There was no patient involvement.